Event description:
The physician attempted closure of an arteriotomy site with the starclose device. The device became stuck in the patient's groin and could not be removed. A vascular surgeon performed a cut down to remove the device and repair the artery. At last report, the patient was doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.